Manufacturer narrative:
Olympus keymed investigation has been completed. It was concluded that the failure occurred due to successive trauma to a loose bolt. The stress fatigue in castor fixing bolt was caused by insufficient maintenance. The instructions for use (IFU) suggests castors should be inspected every six months for general condition / tightness and the tires cleaned to maintain conductivity.

Manufacturer narrative:
Olympus keymed have been informed that a castor has broken off from the wm-np2 workstation. Further information around the event has been requested. The broken castor will be returned for further investigation.

Event description:
Olympus keymed have been informed that a castor has broken off from the wm-np2 workstation.